Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 407 mg/dl, 388 mg/dl, 411 mg/dl and 41 mg/dl. No adverse event reported. The lot number could not be gathered as the test strips had been discarded at the time of the allegation being reported. Due to the test strips being discarded, no product could be requested to be returned for product evaluation.